Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that the screws that were implanted, had migrated and separated from the implant there was a revision surgery performed to adjust the screws and plate. No further information is known at this time.